Event description:
It was reported by the customer's mother that the customer had a blank screen on the insulin pump. Customer stated that she was at the gym when she received a black circle indicating that there was no insulin and a battery error. Customer changed the battery and it would not start up. Customer's mother will have the school nurse call to troubleshoot. Customer's blood glucose level was 180 mg/dl. Customer was using a kirkland brand battery. Troubleshooting was performed but the display did not return. Customer's mother was advised that pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time